Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated from the pelvis area to the scrotum. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.